Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the surgery, the screws would not load onto the screwdrive blade (part# 7071770). Multiple boxes of the same lot number were opened, but the or staff found the same problem with all of the screws they tried. They ended up having to use these screws because they didn't have any other lots at the facility, but they had to manually load them and had to be careful to hold them on the screwdriver until they were inserted. This caused a 30 minute delay. The company representative tried to load a different lot onto the same screwdriver blade later in the afternoon and those screws loaded without problems.

Manufacturer narrative:
The event can be confirmed, because it is a known issue. A previous complaint (B)(4) regarding the same failure mode was investigated and can be applied to the current complaint: it was not possible to pick-up 10 returned screws with a new sample blade (# 70-71770). In the visual inspection it was further determined that the screws do not show any damages. The returned screws were forwarded to the supplier (B)(4). The screws were measured and found to be within the specified values. The issue was discussed with the related r&d department and it is a known issue that in a worst case combination of the screw and the blade the specified dimensions of the screw and the related blades (70-71770, 70-92028, and 70-92035) can show a difficult pick-up ability. Therefore the complaint can be attributed to a design-related issue. (B)(4) had already been opened for a previous complaint (B)(4). Because further complaints with different lot numbers were received, (B)(4) was initiated. This nc resulted in CAPA # (B)(4) to perform a detailed root cause analysis and to determine necessary corrective and potential preventive actions. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that during the surgery, the screws would not load onto the screwdriver blade (part# 7071770). Multiple boxes of the same lot number were opened, but the o.r. Staff found the same problem with all of the screws they tried. They ended up having to use these screws because they didn't have any other lots at the facility, but they had to manually load them and had to be careful to hold them on the screwdriver until they were inserted. This caused a 30 minute delay. The company representative tried to load a different lot onto the same screwdriver blade later in the afternoon and those screws loaded without problems.